Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports via phone call that the time and date are missing from bolus history. Customer did not report blood glucose values. Troubleshooting determined that pump will need to be replaced. Pump will be returned.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test,  rewind, basic occlusion test, occlusion test, prime test and  excessive no delivery test. The unit was programmed with the correct  time and date. The unit was then programmed with tests boluses. All boluses delivered  completed and were listed in the bolus history screen with the correct time/date except the last bolus.  The last bolus delivered was listed properly in the status screen with the correct  time/date. The last bolus delivered was listed properly in the bolus history screen with  only the time. No time loss/gain anomaly or bolus history anomaly noted during testing.  The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir  tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.